Event description:
A patient had been hospitalized due to hypoglycemia. The patient's family member stated that the patient's insulin infusion pump with blood glucose monitor was reading approximately 100 points higher than their other monitor. It is alleged that this could have contributed to the incident. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report, it had not yet been returned.